Event description:
The operator of a syngo lab data manager application software loaded a patient sample with the sample identification (sid) (B)(6) and ordered tests including sodium, potassium, chloride, blood urea nitrogen, glucose, carbon dioxide, creatinine, calcium, cholesterol, and triglycerides to be run on the sample. The operator then cancelled the order on the laboratory information system (lis). A patient sample from a different patient was loaded on the syngo lab data manager application software with the same sid as the previous sample. The sample from the second patient was tested but the results were indicated for the patient whose order had been cancelled. The results were reported to the physician(s) for the incorrect patient. There are no reports of patient intervention or adverse health consequences due to the syngo lab data manager application software associating results with a patient whose order had been cancelled.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the event data and determined that the syngo lab data manager application software had performed according to specifications. To re-use an sid, the operator must delete the entire sid and corresponding information from the syngo lab data manager application software. In this case, the operator had cancelled the test that was ordered for the initial patient at the lis, but did not delete the information from the syngo lab data manager application software. When the sid was re-used for a second patient sample, the sample was tested but the results were associated with the patient name that had initially been assigned that sid because the information had not been deleted. User error contributed to the results being reported for the incorrect patient. This device is performing according to specifications. No further evaluation of this device is required.